Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt missed a pump refill and experienced unspecified withdrawal symptoms. The pump contained baclofen 2000mcg/ml dose unk. The pump was interrogated, refilled and a bolus was given. The pt was "doing fine".